Event description:
During a left-sided atrial fibrillation procedure, the images from the ice catheter appeared incorrect for transseptal puncture and the left-sided procedure was cancelled. The image parameters for gain, depth, and frequency were adjusted with no resolution. The unit was power-cycled but the images remained suboptimal and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The reported imaging issue could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent procedure cancellation remains unknown.